Event description:
It was reported that the user experienced a high blood glucose of 401 mg/dl after the ilet pump battery depleted because the device was placed on the charger incorrectly, and the user administered a subcutaneous fast-acting insulin injection and temporarily disconnected from the pump while recharging and then reconnected, with blood glucose improving to 188 mg/dl; the event was documented as hyperglycemia with cause unclear and insufficient device information. Symptoms included hyperglycemia and dry mouth. Outcomes included a missed dose and a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.